Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the staples did not shut properly. The staple line was left open so the surgeon had to make a second cut and staple with another device.